Event description:
In order to compare a patient's position against their associated treatment plan, the user is able to import dicom rt data (including both surface contours and isocentre information) from their treatment planning system. The customer reported that, prior to commencing treatment, the therapist observed that the imported isocenter position did not match the isocenter position in the treatment plan. The dicom reference surface was subsequently re-imported correctly, no further issues were identified and treatment could then be commenced correctly. The issue was identified prior to starting treatment, hence there is no reported patient harm associated with the event.

Manufacturer narrative:
Whilst there is no evidence to date whether the problem reported is as a result of a genuine failing of alignrt or user error, we are nevertheless reporting this potential malfunction to the FDA. Our investigation on this matter is currently is progress and has not yet reached a final conclusion as to the cause.